Event description:
The customer reported intermittent "control panel" and "communication failure" error messages. These error messages will likely cause the system to lock up or shut down. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.